Event description:
A cartridge alarm, specified as alarm 20, was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer service assisted the caller in properly loading a new cartridge, and the customer successfully resumed insulin therapy, resolving the issue.